Event description:
Reportable based on the product analysis completed on (B)(4) 2015. The physician selected an accustick¿ ii for use. During preparation of the device it was noticed that the blue hub on the sheath was sheared slightly and decided not to use the device. The procedure was completed with a different device. No patient complications were reported and the patient status was stable however, the returned product analysis revealed that the ro (radiopaque) marker moved distally.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified residue on the device indicating use/ handling. An examination of the device found the blue dilator hub to present numerous indentations and thread damage. Additionally the ro (radiopaque) marker presented surface scraping and was moved distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).